Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('patient had essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("pain in lower back"), arthralgia ("pain in my hips") and loss of libido ("no sex drive"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, back pain, arthralgia and loss of libido outcome was unknown. The reporter considered arthralgia, back pain, loss of libido and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: loss of libido. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: no sex drive. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in lower back') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("pain in my hips"), loss of libido ("no sex drive"), procedural nausea ("nausea I got was worse") and post procedural constipation ("needing to have a bowel movement and not being able to bc of constipation"). The patient was treated with docusate sodium (stool softener), macrogol 3350 (miralax) and surgery (essure removed). Essure was removed. At the time of the report, the back pain, arthralgia, loss of libido, procedural nausea and post procedural constipation outcome was unknown. The reporter considered arthralgia, back pain, loss of libido, post procedural constipation and procedural nausea to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: loss of libido, postoperative nausea, postoperative constipation. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received - new events : nausea I got was worse and needing to have a bowel movement and not being able to bc of constipation were added. Event medical device removal was updated to back pain. Treatment medications stool softener and miralax were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in lower back') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("pain in my hips"), loss of libido ("no sex drive"), procedural nausea ("nausea I got was worse") and post procedural constipation ("needing to have a bowel movement and not being able to bc of constipation"). The patient was treated with docusate sodium (stool softener), macrogol 3350 (miralax) and surgery (essure removed). Essure was removed. At the time of the report, the back pain, arthralgia, loss of libido, procedural nausea and post procedural constipation outcome was unknown. The reporter considered arthralgia, back pain, loss of libido, post procedural constipation and procedural nausea to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: loss of libido, postoperative nausea, postoperative constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('patient had essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("pain in lower back") and arthralgia ("pain in my hips"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, back pain and arthralgia outcome was unknown. The reporter considered arthralgia, back pain and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: back pain, hips pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('patient had essure removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.